Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: tilt and penetration of the ivc filter. As a direct and proximate result of these malfunction, the patient suffered life-threatening injuries and and required extensive medical care and treatment. As a further proximate result the patient has suffered and will continue to suffer significant medical expenses pain and suffering and other damages. Per the patient¿s implant records, the patient was status post motor vehicle accident, which resulted in traumatic brain injury with intracranial hemorrhage, multiple lower extremity fractures, left pneumothorax, pelvic fracture and urethral injury. The filter was implanted due to contraindication for anticoagulation due to brain hemorrhage and high risk of deep vein thrombosis (dvt) and related complications including pulmonary embolism and death. The patient tolerated the procedure without any complications. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately ten years and one-month post implantation. The patient reports perforation of filter struts outside the ivc and tilt of the ivc filter. The patient further reports suffering from anxiety, shortness of breath and chest pain.

Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Complaint conclusion: as reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a motor vehicle accident resulting in a traumatic brain injury, intracranial hemorrhage, multiple lower extremity fractures, left pneumothorax, pelvic and hip fractures and urethral injury. The patient was deemed to be at high risk for deep vein thrombosis (dvt), pulmonary embolism (pe) and death and anticoagulation therapy was contraindicated (due to earlier brain hemorrhage). The filter was implanted via the right femoral vein. The patient is reported to have tolerated the procedure well without complication. Approximately ten years and one month after implantation, the patient became aware that the filter had tilted and that strut(s) outside the inferior vena cava (ivc). The patient further reported having experienced anxiety, shortness of breath and chest pain. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The reported ivc perforation could not be confirmed without procedural films for review. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Due to the nature of the complaint, the reported chest pain and shortness of breath experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: tilt and penetration of the ivc filter. As a direct and proximate result of these malfunction, the patient suffered life-threatening injuries and required extensive medical care and treatment. As a further proximate result the patient has suffered and will continue to suffer significant medical expenses pain and suffering and other damages. Per the patient¿s implant records, the patient was status post motor vehicle accident, which resulted in traumatic brain injury with intracranial hemorrhage, multiple lower extremity fractures, left pneumothorax, pelvic fracture and urethral injury. The filter was implanted due to contraindication for anticoagulation due to brain hemorrhage and high risk of deep vein thrombosis (dvt) and related complications including pulmonary embolism and death. The patient tolerated the procedure without any complications. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately ten years and one-month post implantation. The patient reports perforation of filter struts outside the ivc and tilt of the ivc filter. The patient further reports suffering from anxiety, shortness of breath and chest pain.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent placement of the optease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: tilt and penetration of the ivc filter. As a direct and proximate result of these malfunction, the patient suffered life-threatening injuries and required extensive medical care and treatment. As a further proximate result the patient has suffered and will continue to suffer significant medical expenses pain and suffering and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The patient is reported to have had a penetration or perforation of the ivc; though this and the nature/details of the event could not be confirmed without procedural films for review. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: tilt and penetration of the ivc filter. As a direct and proximate result of these malfunction, the patient suffered life-threatening injuries and required extensive medical care and treatment. As a further proximate result the patient has suffered and will continue to suffer significant medical expenses pain and suffering and other damages.